Manufacturer narrative:
(B)(4). (B)(6). The reported alarm indicates a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set) alarm during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.